Event description:
It was reported that the catheter was replaced due to an occlusion and the patient experienced hypertonicity. Specific patient symptoms included pain, muscle spasms, irritability, crying and itching. An x-ray was performed on (B)(6) 2010 and results showed an intact device system. The catheter was not able to be aspirated and 3ml was aspirated from the catheter access port. The catheter was reported to have been occluded at the lumbar portion. The catheter was replaced on (B)(6) 2011 and was disposed of. The patient was hospitalized for the event. The patient was reported as resolved without sequelae on (B)(6) 2011. The device system was used to deliver lioresal (baclofen). A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2011 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).